Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, moderately tortuous, 95% stenosed, right coronary artery (rca) after pre-dilatation with a 2.0 x 8 mm unspecified balloon dilatation catheter (bdc) the 3.5 x 12 mm xience v stent was delivered to the lesion. A distal edge dissection was noted and a second xience v stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.